Event description:
It was reported that pump had battery charging issues and sometimes did not recognize when it was being charged, even when customer used new charging cable. There was no reported impact to the customer¿s blood glucose level. Customer had already reported issues to customer support and declined further follow up, and no additional information was received regarding outcome of event or any corrective actions taken.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.